Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 475mg/dl. Current blood glucose level was 361 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that the auto mode feature was active at the time of incident. Insulin pump had insulin flow block alarm during basal or bolus or fill cannula and insulin had exited diring troubleshooting. The insulin pump will not be returned for analysis.